Event description:
Children required to wear masks for over 8 hours is outrageous and poses serious health side effects. Mask state to not help against the virus, yet it is mandated. Also quite irritating on my ears nose mouth and face. Always slides up and poke me in my eyes. People I see wearing said mask seem to wear them below the nose for breathing purposes of course. Is this recommended to avoid a bacterial lung infection or is that something that can be caused by just mouth breathing in co2 with good oxygen through the nose? I mean give it up. We know this is a scam. FDA safety report ID# (B)(4).